Event description:
Patient was treated on (B)(6) 2014 for a fractured left clavicle with the date of injury on (B)(6) 2014 when falling/slipping on black ice. An its 8-hole 3.5mm clavicle plate was inserted using 3 non-locking and 4 locking screws. In (B)(6) 2014, the patient realized increase pain in his left shoulder. Upon another surgical procedure on (B)(6) 2014, the plate was found broken through a screw hole in the plate, multiple screws that backed-out of the plate showed signs of infection under the plate and in the screw holes (filled with granulation tissue). The left clavicle fracture resulted in a non-union and infection.